Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the rod in the s1 area had broken. The patient underwent another surgery for removing the broken rod and placement of 5.5 diameter titanium rods. The old hardware was replaced with new instrumentation. The physician used the o-arm and stealth to place 6.0 diameter cobalt chrome rods.